Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, lot# n4e1947y sigadaptstnd - sig power sigadaptstnd linear adapter, serial# (B)(6), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the surgeon had started firing when the stapler partial fired and the tissue was pushed out from the reload and found staple formation at the end of the reload. The surgeon had to oversew the staple line with an extended two hours for the operation. The doctor also did endoscopic gastrointestinal to check the staple line. The user found no bleeding and finished the case.